Event description:
A physician reported a patient with a history of possible abrasion in the left eye from a christmas tree experienced fusariym keratitis while using renu with moistureloc multi-purpose solution. The pt was initially seen with non-healing corneal ulcer in the left eye. Initial cultures, bacterial and fungal were negative. The pt condition worsened and subsequently referred to an eye institute. The pt was diagnosed with acanthamoeba. The pt was treated without improvement with topical anti-amoebics and oral antifungals. Eventual corneal perforation and complete disintegration resulted in enucleation. Fungal culture was repeated and came back positive for fusarium. The reporting physician was contacted and stated that the pt's condition has resolved. The physician declined to provide further information.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action int he interest of our customers by discontinuing the moistureloc forumla and recalling all distributed product.